Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion field service evaluated the touchscreen and found the display was dim and not completely blank. The fsr replaced the touchscreen display and returned the device to the carefusion failure analysis laboratory. The failure analysis laboratory received the suspect device and determined that the inverter cable was physically damaged and was unable to be further investigation. No further evaluation could be performed.

Event description:
The customer reported that the touchscreen went blank during patient use on the vela ventilator. The customer reported no harm/injury.